Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged no delivery/occlusion alarms, rewind anomaly, failed battery test alarm, and cosmetic damage (scratched lcd window). Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked, rewind anomaly, nor battery related alarms noted during testing. Pump successfully downloaded to thus. No confirmed rewind anomaly alarms in the pump downloaded history. Confirmed no delivery alarm during a bolus on (B)(6) 2021 at 11:50:00 and on (B)(6) 2021 at 12:40:54, 20:28:00 in the pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no failed battery test alarm on the event date; however, found: low battery alarm on (B)(6) 2021 09:29:00 insert battery alarm on (B)(6) 2021 13:44:14 no unexpected failed battery test, low battery, nor insert battery alarms during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: minorly scratched lcd window, cracked case above arrow and battery icon, cracked keypad overlay, and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Customer alleged for failed battery test alarm was not confirmed. Rewind anomaly was not confirmed. Customer allegation for cosmetic damage (scratched lcd window) was confirmed during visual inspection where minorly scratched lcd window was noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen which makes it hard to read. Insulin pump had frequent unexplained no delivery alarm. Insulin pump also rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.